Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a surgical procedure. A magnet was not applied during the procedure, resulting in oversensing of noise from electrocautery on the ventricular channel. No adverse patient effects were reported. At this time, this device remains in service.